Event description:
It was reported that this pacemaker device triggered a lead safety switch due to high out of range (oor) pace impedances. Both the right atrial (ra) and right ventricular (rv) leads exhibited high oor pace impedance measurements greater than 2000 ohms ring to can. Ra and rv leads are not boston scientific products. In addition, there were several signal artifact monitor (sam) episodes due to oversensing the minute ventilation (mv) feature. As a result, the mv feature was automatically turned off by the device. Boston scientific technical services (ts) indicated there appears to be a device header spring contact issue. Ts advised the boston scientific representative to keep the pacemaker in vvir mode with the mv feature programmed off and the device programmed to unipolar pacing and bipolar sensing. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device triggered a lead safety switch due to high out of range (oor) pace impedances. Both the right atrial (ra) and right ventricular (rv) leads exhibited high oor pace impedance measurements greater than 2000 ohms ring to can. Ra and rv leads are not boston scientific products. In addition, there were several signal artifact monitor (sam) episodes due to oversensing the minute ventilation (mv) feature. As a result, the mv feature was automatically turned off by the device. Boston scientific technical services (ts) indicated there appears to be a device header spring contact issue. Ts advised the boston scientific representative to keep the pacemaker in vvir mode with the mv feature programmed off and the device programmed to unipolar pacing and bipolar sensing. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.